Manufacturer narrative:
It was found one (1) sample was received with its certificate of decontamination, in used conditions, without its original pakaging inside a ziploc bag. Also a catheter was received inside its original package. Visual inspection was performed at 12? Under normal conditions of illumination in order to detect any damage on the part. Sample was visually inspected to see if the assembly meet the half moon specification. During the visual inspection, it was seen that the assembly is within spec (the ID is concentric). Functional testing: the catheter was introduced inside the tube starting from the connector to the tube tip to see if there was problem to introduce the catheter. The catheter did not easily pass through the tube bore. Resistance to introduce the catheter was found during the test. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This MDR was generated under protocol (B)(4).this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that a trach change was about to be done when it was found that the new trach tube had resistance when passing the suction catheter. The trach tube was not used, and an alternate trach tube was used instead. No patient injury reported.